Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download contains no issues related to complaint. Receiver passed all relevant tests on functional test. Audio tone was heard at normal volume(without intermittence) when tested with receiver communication tool. Opened receiver,passed internal visual inspection.speaker measured 7.55 ohms.(within tolerance).passed 'wiggle' test.the reported event of an intermittent audio output was not confirmed. A root cause could not be determined.